Event description:
France affiliate reports a 20 year old female pt who developed a central corneal ulcer in her left eye, approx 4mm in size. It is the opinion of the physician the contact lens is not involved in the pt's injury but the injury is related to contaminated solution in the pt's lens case, which cultured positive for pseudomonas aeruginosa. No add'l info is available to enable further investion at this time.